Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the wireless recharger (wr) will not turn on. The caller stated that prior to calling patient services (pss) they spoke to manufacturer representative (rep) last night who redirected them to ps to further assist. The caller stated that the other day when they were charging the implant the lights on the wr started flashing and her skin got extremely hot ( burning her skin ). The caller stated that they turned the wr off after this had happened. Pss reviewed changing the charging speed of the wr , but the caller stated that the rep already assisted them with changing it. The caller stated that when they attempted to use the charger again the lights would not come on. The patient stated that they left the wr on the docking station overnight but the issue was persistent. The caller stated that they did troubleshooting with the  rep last night , which included resetting the wr on and off the docking station. The caller stated that they have had to " reboot the system once before" ( pss did not ask about the circumstances around this). The caller stated that they were able to check their implant and the battery was currently at 50%. The caller stated that they were in the car and were unable to perform additional troubleshooting. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) found the complaint was unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported they were charging when it became so hot. They pulled it off and their skin was red and hot, so they turned it off and it wouldn¿t turn on. A new unit was sent to resolve the issue.